Event description:
It was reported that the patient presented to the clinic due to pocket erosion. The senile patient scratched the pocket causing the device to be exposed. The pacemaker was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.